Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pain ("physical pain") in an adult female patient who had essure inserted for female sterilization. The patient's past medical history included dyspareunia, multi gravida, parity 1, abortion and appendectomy. Concurrent conditions included smoker (smoker half pack per day), menses irregular with excessive bleeding, uterine bleeding, dysmenorrhea and uterine cervical squamous metaplasia. Family history included dysplasia (cancer dysplasia - mother, maternal grandmother). Concomitant products included anesthetics, general (general anesthesia), ibuprofen and vicodin (norco). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and pain (seriousness criterion medically significant). The patient was hospitalized from (B)(6) 2014. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered pain to be related to essure. The reporter commented: the patient tolerated the removal procedure well. Laparoscopically assisted vaginal hysterectomy lavh was performed without complications. Diagnostic results: on (B)(6) 2014, surgical pathology report: a. Specimen designated "uterus cervix": the specimen received in formalin consists of a uterus with attached cervix weighing 77 grams and measuring 8.5 x 4.5x 3.5 cm. Short stumps of fallopian tube are present. The uterus is symmetrical and the serosal surface is light tan and smooth. The endocervix is light tan and normal in appearance. The endometrial cavity is symmetrical. The endometrium is light tan and measures 0.3 cm in thickness. The myometrium is pink and tan and measures 1.8 cm in thickness. No myometrial masses are present. A small slightly coiled segment of wire is present at the base of one of the fallopian tubes. No other lesions are identified. Uterus and cervix (laparoscopic-assisted vaginal hysterectomy): chronic cervicitis with squamous metaplasia, focal atypical parakeratosis and koilocytic-type cells of the transformation zone, suggestive of low-grade dysplasia, mid-secretory endometrium, segment of thin coiled wire present in base of fallopian tube, no evidence of malignancy. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain necessiating laparoscopic assisted vaginal hysterectomy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-feb-2018: case correction: (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("pelvic pain"), pain ("physical pain") and genital haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia, multi gravida, parity 1, recurrent abortion and appendectomy. Previously administered products included for an unreported indication: oral contraceptive nos and phentermine. Concurrent conditions included smoker (smoker half pack per day), menses irregular with excessive bleeding, uterine bleeding, uterine cervical squamous metaplasia, overweight, obesity and appendicitis. Family history included dysplasia (cancer dysplasia - mother, maternal grandmother). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as anesthetics, general (general anesthesia), ibuprofen and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced depression ("psychological or psychiatric problems depression,"), anxiety ("psychological or psychiatric problems anxiety") and mood swings ("severe mood swings"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2008, the patient experienced ovarian cyst ("(other injury(ies) or complication(s) please describe: ovarian cysts"). In (B)(6) 2009, the patient experienced constipation ("severe constipation"). In 2009, the patient experienced migraine ("migraines / headaches"). In 2010, the patient experienced weight increased ("weight gain/loss, weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and intervention required), pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal): frequency urinary tract infections"), headache ("migraines / headaches"), vaginal discharge ("vaginal discharge"), anorgasmia ("(other injury(ies) or complication(s) please describe: ovarian cysts, anorgasmia"), abdominal pain ("severe and persistent pain- abdomen"), back pain ("severe and persistent pain- back pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was hospitalized from (B)(6) 2014. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy.), surgery (laparoscopic assisted vaginal hysterectomy.) And surgery (laparoscopic assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, constipation, cystitis, vaginal infection, urinary tract infection, migraine, headache, depression, anxiety, mood swings, vaginal discharge, weight increased, ovarian cyst, anorgasmia, nausea, abdominal pain and back pain had resolved and the uterine haemorrhage, pelvic pain, pain and dyspareunia outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal pain, anorgasmia, anxiety, back pain, bladder disorder, constipation, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the patient tolerated the removal procedure well. Laparoscopically assisted vaginal hysterectomy lavh was performed without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed placement and occlusion on (B)(6) 2014, surgical pathology report: a. Specimen designated "uterus cervix": the specimen received in formalin consists of a uterus with attached cervix weighing 77 grams and measuring 8.5 x 4.5x 3.5 cm. Short stumps of fallopian tube are present. The uterus is symmetrical and the serosal surface is light tan and smooth. The endocervix is light tan and normal in appearance. The endometrial cavity is symmetrical. The endometrium is light tan and measures 0.3 cm in thickness. The myometrium is pink and tan and measures 1.8 cm in thickness. No myometrial masses are present. A small slightly coiled segment of wire is present at the base of one of the fallopian tubes. No other lesions are identified. Uterus and cervix (laparoscopic-assisted vaginal hysterectomy): chronic cervicitis with squamous metaplasia, focal atypical parakeratosis and koilocytic-type cells of the transformation zone, suggestive of low-grade dysplasia, mid-secretory endometrium, segment of thin coiled wire present in base of fallopian tube, no evidence of malignancy. On (B)(6) 2014 pathology report: uterus and cervix (laparoscopic-assisted vaginal hysterectomy)- chronic cervicitis with squamous metaplasia focal atypical parakeratosis and koilocytic-type cells of the transformation zone, suggestive of low-grade dysplasia mid-secretory endometrium segment of thin coiled wire present in base of fallopian tube no evidence of malignancy a small slightly coiled segment of wire is present at the base of one of the fallopian tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain , dysmenorrhea pelvic pain, abnormal uterine bleeding (confirming genital bleeding)necessiating laparoscopic assisted vaginal hysterectomy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Medical history was added. New event dyspareunia (painful sexual intercourse) was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("pelvic pain"), pain ("physical pain") and genital haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia, multi gravida, parity 1, recurrent abortion and appendectomy. Previously administered products included for an unreported indication: oral contraceptive nos and phentermine. Concurrent conditions included smoker (smoker half pack per day), menses irregular with excessive bleeding, uterine bleeding, dysmenorrhea, uterine cervical squamous metaplasia, uterine bleeding and overweight. Family history included dysplasia (cancer dysplasia - mother, maternal grandmother). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as anesthetics, general (general anesthesia), ibuprofen and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced depression ("psychological or psychiatric problems depression,"), anxiety ("psychological or psychiatric problems anxiety") and mood swings ("severe mood swings"). In october 2008, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2008, the patient experienced ovarian cyst ("(other injury(ies) or complication(s) please describe: ovarian cysts"). In (B)(6) 2009, the patient experienced constipation ("severe constipation"). In 2009, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced weight increased ("weight gain/loss, weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and intervention required), pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), headache ("migraines / headaches"), vaginal discharge ("vaginal discharge"), anorgasmia ("(other injury(ies) or complication(s) please describe: ovarian cysts, anorgasmia"), abdominal pain ("severe and persistent pain- abdomen") and back pain ("severe and persistent pain- back pain"). The patient was hospitalized from 5-nov-2014 to 6-nov-2014. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy.), surgery (laparoscopic assisted vaginal hysterectomy.) And surgery (laparoscopic assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, constipation, cystitis, vaginal infection, urinary tract infection, migraine, headache, depression, anxiety, mood swings, vaginal discharge, weight increased, ovarian cyst, anorgasmia, nausea, abdominal pain and back pain had resolved and the uterine haemorrhage, pelvic pain and pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal pain, anorgasmia, anxiety, back pain, bladder disorder, constipation, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the patient tolerated the removal procedure well. Laparoscopically assisted vaginal hysterectomy lavh was performed without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed placement and occlusion on (B)(6) 2014, surgical pathology report: a. Specimen designated "uterus cervix": the specimen received in formalin consists of a uterus with attached cervix weighing 77 grams and measuring 8.5 x 4.5x 3.5 cm. Short stumps of fallopian tube are present. The uterus is symmetrical and the serosal surface is light tan and smooth. The endocervix is light tan and normal in appearance. The endometrial cavity is symmetrical. The endometrium is light tan and measures 0.3 cm in thickness. The myometrium is pink and tan and measures 1.8 cm in thickness. No myometrial masses are present. A small slightly coiled segment of wire is present at the base of one of the fallopian tubes. No other lesions are identified. Uterus and cervix (laparoscopic-assisted vaginal hysterectomy): chronic cervicitis with squamous metaplasia, focal atypical parakeratosis and koilocytic-type cells of the transformation zone, suggestive of low-grade dysplasia, mid-secretory endometrium, segment of thin coiled wire present in base of fallopian tube, no evidence of malignancy. (B)(6) 2014: pathology report: uterus and cervix (laparoscopic-assisted vaginal hysterectomy)- chronic cervicitis with squamous metaplasia focal atypical parakeratosis and koilocytic-type cells of the transformation zone, suggestive of low-grade dysplasia. Mid-secretory endometrium. Segment of thin coiled wire present in base of fallopian tube. No evidence of malignancy. A small slightly coiled segment of wire is present at the base of one of the fallopian tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain , dysmenorrhea pelvic pain, abnormal uterine bleeding (confirming genital bleeding) necessitating laparoscopic assisted vaginal hysterectomy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal/menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive\ system condition, severe constipation, infection (bladder/urinary tract/vaginal),migraines / headaches, migration of essure device, depression, anxiety, severe mood swings, vaginal discharge, weight gain/loss, weight gain ovarian cysts, anorgasmia are added. Lab data updated. Product , patient & reporter information updated. On 27-feb-2018: medical record received. Event abnormal uterine bleeding was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.